Manufacturer narrative:
The involved patients were not adversely affected. No patient results were reported outside of the laboratory. Repeat measurements for all patient samples were confirmed to be from the same sample as the initial measurements. Extra washes were programmed on the analyzer to avoid carry-over. The customer noted that they also had issues with ion selective electrode (ise) sodium and ise potassium. No specific data was provided for these assays.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. A general instrument issue could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that creatinine plus version 2 (crep) results for four patients were not in line with previous results. The first patient initially had a crep result of 172.62 umol/l. A sample was run for a second time from this patient and the crep result was 78.82 umol/l. A sample was run for a third time from this patient and the crep result was 79.61 umol/l. The second patient initially had a crep result of 126.12 umol/l on (B)(6) 2014. A sample was run for a second time from this patient and the crep result was 63.85 umol/l on (B)(6) 2014. The third patient initially had a crep result of 109.56 umol/l on (B)(6) 2014. A sample was run for a second time from this patient and the crep result was 90.65 umol/l on (B)(6) 2014. The fourth patient initially had a crep result of 176.56 umol/l on (B)(6) 2014. A sample was run for a second time from this patient and the crep result was 78.04 umol/l on (B)(6) 2014. It is not known if any erroneous results were reported outside or if the repeat testing results were obtained with the same sample. Clarifications have been requested. The following patient results were also provided. It is not known if these are results from one of the four patients provided or if these are results from patient samples that were being used as quality controls (units of measure are umol/l): 45.7, 44.1, 44.1, 44.9, 41.6, 39.4, 44.1, 43.3, 44.1,48.1, 46.3. A clarification has been requested. It was asked, but it is not known if any patients were adversely affected due to the event. No adverse events were alleged. The crep reagent lot number was 600105-01. A reagent expiration date was asked for, but not provided.